Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had frozen display, the time clock was not changing, and unresponsive buttons. It was stated that the battery was removed for five minutes and the device alarmed motor error. No further information was provided.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. No unexpected long constant tone during testing. The insulin pump received with cracked case at the display window corner and cracked battery tube threads.